Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that there was a passkey entry failure during the pairing attempt. No malfunction was observed on the implanted device.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.